Event description:
It was reported that the patient's implantable neurostimulator (ins) had failed. Additional information was requested, but was not available at the time of this report see manufacturers report #3004209178200909192 and 3004209178-2012-03807 for issues with subsequent ins issues.

Manufacturer narrative:
(B)(4)